Manufacturer narrative:
The purpose of this report is to correct the city of the manufacturing site. Placeholder.

Manufacturer narrative:
To date the samples have not been received by surgical specialties corporation for root cause and failure analysis. Without reviewing and testing the complaint device or receiving pertinent details regarding the pre-operative preparation of the device, surgeon's technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the reported patient issue, a definitive root cause cannot be determined at this time.

Event description:
The surgeon is reporting a patient required debridement and re-suturing of a lumbar procedure.